Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother initially called to report a motor error alarm on the insulin pump. During troubleshooting, it was found that insulin had leaked from the reservoir into the reservoir compartment. The customer's mother did not save the reservoir that leaked. Nothing further was reported.